Event description:
It was reported that the gastrointestinal videoscope had scope communication error (error 226). This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, scope communication error (error b30). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the error e-226 could not be established. Additionally, the most probable cause for no image and scope communication error (error b30) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.